Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to read and would not pair, and the agent guided the user through toggling bluetooth, restarting, and reentering the pairing code with education that pairing could take up to thirty minutes and to call back if the issue persisted. Symptoms included no adverse clinical effects, with a self-monitored blood glucose of 152 mg/dl. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included remote troubleshooting and education regarding device pairing and connectivity steps. Investigation of this case revealed a suspected communication or pairing failure between the cgm and the receiving device, with no device damage reported and no user harm observed. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or environmental connectivity interference leading to a temporary pairing failure.